Event description:
It was reported that during a da vinci-assisted hepatectomy surgical procedure, the fenestrated bipolar forceps was not working properly. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the instrument/accessory was inspected prior to use and no damage was noticed. The pin gauge was used to inspect the cannula. Arcing was not observed. During liver hilar dissection, the wire got damaged, and no arcing occurred. The type of energy that was activated was monopolar coagulation. The cord was connected properly to the instrument. The settings that were used on the generator is cut 0 and coag 3. The other instruments that were in use was a monopolar curved scissor. The instrument tips did not collide with any other instrument or tool during procedure. The instrument tip did touch any staples, clips or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. There was no injury to the patient. The patient did not return to the hospital due to experiencing any post-surgical complications as a result of the arcing event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable. The frayed cable strands stuck out at the wrist. Additionally, the instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley, resulting in an exposed electrode. The instrument passed the electrical continuity test and energy delivery test. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.